Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer¿s international service technician confirmed the reported oxygen flow issue. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed no anomalies noted. The returned gds was installed onto a known good test unit. The test ventilator booted up into normal ventilation mode and delivered breaths. The power was cycled on and off and no errors were generated. The unit was noted to fail portions of airflow accuracy testing. It was noted that the oxygen sensor does have 0 offset, though within passing range. The return reason was replicated on the subsystem. The airflow sensor subsystem was determined to be failing from test data. U1/u2 sensors were suspected. The airflow sensor subsystem was determined to be failing from test data. U1/u2 sensors were suspected. U1 and u2 were replaced on the failing airflow sensor subsystem. After repair, the returned subsystem was re-tested under the procedure test procedure for v60x gds. No failures noted under critical test conditions. Airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen flow accuracy test (pvt test 6) at the zero position setting. There was no patient involvement.